Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD), in association with this right ventricular lead, appeared to exhibit some undersensing of ventricular fibrillation (vf). It was unknown if asystole had occurred. No adverse patient effects were reported as a result of this observation. The patient was noted to be in atrial fibrillation, and the device would pace in the atrium because of the undersensing, then pace in the rv, but the rv paces were occuring close to the t-wave. The boston scientific technical services consultant the atrial fibrillation was allowing some intrinsic conduction of the rv and because of this, the ap blanked out the intrinsic rv signal which caused functional undersensing of the rv. Re-programming to vvi was being considered. There were no adverse patient effects reported in association with these clinical observations. Amount of asystole, if any, was not known at the time of this report.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information were to become available, this report will be further evaluated and updated.